Event description:
The foley catheter was inserted without difficulty. Ten (10) minutes later blood was noted around the meatus. There was no blood in the urine for foley tube. The dr was notified and patient was examined.======================manufacturer response for foley catheter, lubri-sil ic complete care foley catheter (per site reporter).======================product rep will be making a site visit for observation.